Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that a disconnection occurred during use with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter, "we've now have had two instances in which the n35 has detached itself from the syringe during chemo mixing in the hood, shooting drug everywhere and causing a delay in patient care." Optima injector n35 disconnected from syringe during chemo mix. 13-may: response to info request from customer states: did both detachments occur on 05/06? No. Are you able to obtain the lot number(s) of the affected injectors? No. We prime our bags in the non-hazardous room and the trash is removed frequently, so it is impossible to know which lot was involved. Were the syringes bd syringes? Yes. What was done to remedy the issue (i.e. Changed injector, switched entire system, etc.)? We had to decontaminate the entire hazardous cleaning hood, change garb, and remake the entire dose for the patient. We shut down all IV compounding for 15-20 mins after the spill. The spill was such that it would have been unsafe to send out any part of it and part of the dose was in the bag, so remixing from scratch in a different hood was the only safe solution. Do you believe that the issue could have been with the syringes? I am not sure how the syringes could have played in to this. Both instances have involved paclitaxel, which is viscous and often large volume (50+ml). We are not sure if the n35 became loose in transferring the medication from the syringe to the bag or if there was an issue with the syringe itself." 1 of 2 complaints. 2 occurrences were reported.